Manufacturer narrative:
A review of complaints associated with the creatinine assay (list number 3l81, lot number 93990un18) and a review for complaint trends for the list number was performed. The review did not identify any trends associated with this issue. Additionally, labeling was reviewed and adequately addresses the issue under review. No systemic issues or deficiency was identified for the creatinine assay.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated results while using clinical chemistry creatinine reagents. The following data was provided. The customer uses normal range 0.5 to 1.4 mg/dl. Sid (B)(6) initial 2.8 mg/dl, repeat 0.89, 0.92 mg/dl. A precision study using the patient specimen showed values from 0.86 to 0.90 mg/dl. Due to the first elevated value, the patient was transferred to another hospital under suspicion of renal failure. No treatment was reported for the patient. During testing at the other hospital, the patient creatinine value was normal, however no specific value or method were provided. No adverse impact to patient management was reported.